Manufacturer narrative:
Thv/tvt registry. (B)(4). Investigation of this event is ongoing.

Event description:
Per the thv territory manager report, during a transvenous approach mitral valve-in-valve procedure, there was difficulty removing an undeployed sapien 3 valve and delivery system through the esheath. Upon removal an access vessel injury was found and surgically repaired. A 26mm sapien 3 valve was implanted below the annulus of a failing 27mm st. Jude surgical valve in the mitral position. Post deployment there was moderate perivalvular leak (pvl) and the decision was made to put in a second 26mm sapien 3. During this process, the delivery wire was pulled from the ventricle. In an effort to reposition the delivery wire, the 26mm commander and 14f sheath needed to be removed. When attempting to remove the devices, they were unable to get the valve back into the esheath. They attempted to remove everything as a unit and a vascular injury occurred when the exposed valve was pulled through the right femoral vein. A surgical repair was required and the case was finalized. The patient will remain in observation and the mitral regurgitation will be reevaluated and treatment plan determined.

Manufacturer narrative:
The vascular injury was a right femoral vein tear, which was surgically repaired. The patient is doing fine and fully recovered from the vascular injury.

Manufacturer narrative:
Additional information was provided by the territory manager: the patient is doing fine, the patient fully recovered from the right femoral vein injury. The device was not returned for evaluation, as it was discarded at the facility. Due to the unavailability of the device or any relevant imagery, the complaint of delivery system/valve withdrawal difficulty through sheath was unable to be confirmed.  Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be identified. However, a review of device history records (DHR), lot history, complaint history, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Per the physicians training manual guidance, the valve can only be retrieved while it is crimped/undeployed. If the valve was partially expanded, difficulty would be experienced when attempting to fit it through the sheath. Additionally, the training manual advises that the valve should be centered on the flex tip during retrieval through the sheath; if the valve is non-coaxial with the flex tip or not well positioned against the flex tip face, the valve could get caught on the distal tip of the sheath. In such an event, the physician should not use force to retrieve the valve and instead advance the thv past the sheath tip, ensure the thv is centered on the flex tip, rotate and lock the delivery system, and try to retrieve the valve into the sheath again. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  In this case, a definite root cause of the withdrawal difficulty with subsequent right femoral vein injury is unable to be determined.  However, based on given information, procedural factors may have caused or contributed to the events.  Review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the trend categories ¿withdrawal difficulty¿. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.